Event description:
In 2008, the pt reported that she has been experiencing elevated blood glucose of 300-500 mg/dl since the previous month. Her bolus history was reviewed and she stated it was accurate. Review of the alarm history did not indicate any issues. She stated that she has noticed blood at her infusion site within the last 3 days. She has noticed air bubbles in the insulin cartridge but she stated she primes them out right away. She stated that she does not allow her insulin to warm to room temp before use, and she was advised to do so. She has never changed her adapter and was advised to change it with every 10th insulin cartridge change. She was advised to consult with her physician and a request for training was submitted. She was sent a replacement adapter, sample infusion sets, and info on infusion site management. On two days after the original date, the pt's trainer reported that the pt is on pain medication that affects her memory and her ability to use the infusion device and check her blood glucose. The pt's physician adjusted her basal rates and she was assisted by the trainer in making the changes. Upon follow up with the pt on five days later, she stated that her physician adjusted her bolus amounts and she is doing better. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.